Manufacturer narrative:
During the initial implant procedure, the physician used electrocautery. The physician was warned per labeling on the use of electrocautery (physician's implant manual 9055940-001 rev aa).

Event description:
A report was received that during post-op for a permanent implant, the patient's lead was not functioning. The patient also reported difficulty charging her ipg. The patient underwent a procedure to check the lead and it was determined that the ipg was the problem. The ipg was replaced.